Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was dropped from the patient's bedside, causing the battery to be ejected, and the unit turned off. During testing, it was found that the epg turned off within ten seconds of ejecting the battery. The caller was informed that the epg was outside of its recommended service life, and could no longer be repaired. The current status of the epg is unknown. No patient complications have been reported as a result of this event.